Event description:
The patient had 2 endeavor drug eluting stent implanted in the lcx on the day of the index procedure. It was reported that the patient suffered from a stroke event approximately 22 months post index. It was not assessed whether this event was related to the study stent. Patient death also occurred 22 months from the index procedure. It was reported that the death was non cardiac death; cause of death was subarachnoid hemorrhage (sah). It was assessed that the death was not related to the device.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke and death). (B)(4).